Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Patient information could not be obtained due to country privacy laws. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator stopped working resulting in the loss of mechanical ventilation. There was no report of patient injury.